Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was black particulate matter inside a 250 ml intravia container. This was noted before use. The device had been filled with 0.10% bupivacaine in normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted a dark colored particle in the solution. Stereomicroscopic examination and fourier transform infrared (ft-ir) spectroscopy revealed the particle as consistent with vial stopper material. The reported condition was verified. The cause is attributed to error by the end user. Should additional relevant information become available, a supplemental report will be submitted.